Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 524 mg/dl, 403 mg/dl, 227 mg/dl, and 230 mg/dl. Customer called emergency medical technicians (emts) after obtaining the reported results. Customer tested 231 mg/dl on emts device; no medical treatment required. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Baxter (B)(6) reported a leak from the tubing around the holding trace. There was no patient injury or medical intervention. The actual sample is available for evaluation.